Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
About 2 weeks ago, customer noticed the pump display was faded. All numbers and letters displayed on the screen, but could only be seen in very well lit environments such as outside or in a brightly lit room. She pressed the back light button and the screen got dark and unreadable. Agent and patient adjusted the pump contrast setting to maximum, but it made the display worse. They adjusted the contrast to the minimum, and the display readability improved, but was still difficult. Patient pressed the back light button and the display faded and was unreadable. Display was readable after the back light timed out. They changed the battery and battery cover. There was improvement to the readability of the display, but it was still difficult to see. No adverse event alleged. A request was made for the return of the device.